Manufacturer narrative:
The reported complaint of backup mode was confirmed. The device was received in backup vvi mode. Analysis was performed in nominal setting and found no anomalies. The backup vvi was consistent with code corruption but the cause was unknown. Longevity assessment was performed, and the device exceeded the projected longevity and is considered normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a device was in back-up vvi mode. The device was explanted and replaced and the patient was stable. Further information was requested but was not received.